Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. It is possible that there were unintended curves on the device during preparation which resulted in increased tension on the device and therefore contributed to the gripper actuation issue; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the minus knob of the steerable guide catheter could only be turned up to about 270 degrees during preparation and the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device listed is filed under a separate medwatch report.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds) (91008u183), the grippers did not lower to 120 degrees. Troubleshooting was performed, but the issue was unable to be resolved. The cds was not used and was replaced. Two clips were successfully implanted reducing mr to a grade of 2; however, when the steerable guide catheter (sgc) (91101u123) was removed from the femoral vein, the +/- knob was not functioning. It was noted that the sgc function as intended during the procedure. However, when the sgc was removed, it was noticed that the sgc was unable to be straightened. A cable break was also suspected. The sgc was then tested outside the anatomy and the - knob continued to not work. No additional devices were used in the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.